Event description:
As reported, during use in patient with this swan ganz catheter, pressure value was higher than 130 mmhg,; however, the expected value was 90-100 mmhg. No error messages or abnormal waveforms were displayed. In addition, the patient was not treated according to the values provided. To solve the issue the catheter was replaced. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Upon the return of the product a supplemental report will be sent with the investigation results. H3 other text : the product is expected to be returned for analysis; however, it has not yet been received.

Manufacturer narrative:
One swan-ganz catheter was received by our laboratory for a full product evaluation. As received, no fault messages showed up on the lab vigilance ii monitor when the catheter was connected. The thermistor was found to read accurately as per vigilance ii manual when submerged into a 37 c degree water bath. The catheter ran cco in 37 c degree water bath on vigilance ii monitor for five minutes without error. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistence was observed on eeprom data. Resistance value of thermal filament circuit was measured within specification as per drawing. Catheter also passed in-vitro calibration with laboratory cal-cup. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than five minutes without leakage. No visible damage or inconsistency was observed from catheter body or balloon. The sample was also sent to manufacturer for pressure test and based on this all through lumens passed pressure test with a laboratory dpt. Per further follow up, the lot number of the device involved was provided. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Field d4 and h4 related to lot number, manufacturing date and expiration date respectively were updated. Customer report of inaccurate pressure values issue was unable to be confirmed, since no defect was found during evaluation. Based on further investigation performed by the engineers at the manufacturing site, there are production controls in the manufacturing process to prevent this type of malfunction. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing, or design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.